Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, when the surgeon fired, the reload (blue) did not completely close the staples. There were malformed interleaved staples throughout the staple line. Surgery was not delayed, and was successfully completed using manual suture. No fragments were generated and there were no patient consequences.